Event description:
It was reported that migration/dislodgement occurred with the proximal segment of the catheter. The anchor came loose, through with the catheter migrated/came down. The patient experienced pain especially in the hip, less than fifty percent therapy relief and had no desired effect directly after implantation. On (B)(6) 2012 an x-ray was done and the catheter ¿traject¿ seemed to be ¿ok¿. The patient symptoms persisted. The health care provider (hcp) decided to lower the baclofen dose to 12mcg/day until the planned new procedure/ ¿drain revision¿. The total catheter was replaced. The device system was used to deliver compounded baclofen. It was noted the catheter would not be returned because it was lost. It was then reported the patient still had to undergo the revision. It was reported at initial implant the catheter tip laid on t2 and via x-ray was found to have sagged down to l3. It was later reported following replacement of a ¿legacy catheter¿ on (B)(6) 2012 (refer to manufacturer report# 3007566237-2013-02697), as reported the patient had no desired effect since implant. In december, an x-ray was done that showed the catheter tip ¿seemed to be¿ in the correct place (t2). The patient was complaining though about a lot of pain especially in their hip. ¿some¿ troubleshooting was done and ¿they think now have seen the catheter tip at l3 instead of t2 and they noted also, I don¿t know how exactly the anchor came loose¿. The patient reportedly was waiting for a revision, which would take place after the summer. The patient was noted to not be receiving effective therapy as of (B)(6) 2013 and as reported the dose was lowered. It was later again confirmed as of (B)(6) 2013 the patient was waiting for a revision, that would take place after the summer.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter: product ID 8731sc. Product type: catheter. (B)(4).